Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s wake button intermittently did not activate the ilet, and the screen was unresponsive until subsequent attempts, after which a restart was performed and the device became responsive. Symptoms included transient device unresponsiveness. Outcomes included user troubleshooting and restored device function. Investigation included customer communication and guided device restart. Investigation of this case revealed intermittent wake-button responsiveness consistent with a temporary device performance issue involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce and limited evidence from the field.